Event description:
When we run IV remodulin or IV flolan, they need to be run through a 0.2 micron in-line filter. The issue is that the medications should not be flushed or have anything really y-sited into the line. Therefore, when we were with hospira (until september), they had a portless tubing with a built in 0.2 micron in line filter. When we switched to bbraun, we were made aware that the portless tubing did not have a filter thus we are adding bbraun filter 473036 to the tubing. The medications do not run very fast (usually < 5 ml/hr or so) however we have had several reports of the filter leaking. The leaking is not at the connection but appears to be right under the filter (making wet spot on patient gowns where filter is). We don't know if this is related to pressures, flow rates, etc.